Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. No further information regarding the death was able to be provided. The device was not returned for evaluation. The submitted system controller event log file captured a pump stop event on (B)(6) 2023 due to full depletion of the external 14 volt lithium-ion batteries, followed by full depletion of the system controller's internal backup battery. No other notable events or alarms were captured. The pump appeared to have operated as intended at the set speed prior to the pump stop. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-03808. It was reported that the patient passed away. The patient was found to be connected to the system controller on battery power. The heartmate 3 system controller was found to not be functioning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.